Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / other injury(ies) or complication please describe: retained coil in abdomen'), device dislocation ('malposition of essure device location of device: right: proximal end 30 mm to uterine cornua ,failure to occlude (close) fallopian tube(s),'), device dislocation into abdominal cavity ('migration of essure device location of device:abdomen (superior to the tube, most likely in the peritoneum) / essure was imbedded in the omentum on right'), fallopian tube perforation ('perforation (fallopian tube(s)) left'), abdominal pain ('abdominal pain, cramping') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (ablation, surgical removal of coil(s), surgical removal of coil(s) - left- during tubal ligation,, surgical removal of coil(s) - right- during d&c/ablation/laparoscopy and surgical removal of the device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device dislocation into abdominal cavity, fallopian tube perforation, abdominal pain, genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and device dislocation into abdominal cavity to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2013 were (surgical removal of coil(s) left-during tubal ligation, surgical removal of coil(s) right during d and c/ablation/laparoscopy). Using the laparoscopic grasper or maryland forceps, the omentum was elevated away from the bowel and using a combination of laparoscopic scissors at a power setting of 30 watts and the kleppinger bipolar forceps, the essure was removed, encased in omentum. It wasremoved through the right lower quadrant port. The essure was removed in two pieces. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded), perforation (fallopian tube), malposition of essure device,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain, cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of the device). Essure was removed in 2011. At the time of the report, the abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and abdominal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical problem. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / other injury(ies) or complication please describe: retained coil in abdomen'), device dislocation ('malposition of essure device location of device: right: proximal end 30 mm to uterine cornua ,failure to occlude (close) fallopian tube(s),'), device dislocation into abdominal cavity ('migration of essure device location of device:abdomen (superior to the tube, most likely in the peritoneum) / essure was imbedded in the omentum on right/superior to the tube most likely in the peritonium'), fallopian tube perforation ('perforation (fallopian tube(s)) left'), abdominal pain ('abdominal pain, cramping') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (ablation, hysterectomy (full), d & c and surgical removal of the device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device dislocation into abdominal cavity, fallopian tube perforation, abdominal pain, genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and device dislocation into abdominal cavity to be related to essure. The reporter commented: on 30sep2011 and 06dec2013 were (surgical removal of coil(s) left-during tubal ligation, surgical removal of coil(s) right during d and c/ablation/laparoscopy). Using the laparoscopic grasper or maryland forceps, the omentum was elevated away from the bowel and using a combination of laparoscopic scissors at a power setting of 30 watts and the kleppinger bipolar forceps, the essure was removed, encased in omentum. It wasremoved through the right lower quadrant port. The essure was removed in two pieces. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: unilateral occlusion (right tube occluded); perforation (fallopian tube); malposition of essure device; migration of essure device, left micro-insert superior to the fallopian tube (migration0 with free spillage of contrast into the peritoneum (perforation of tube); unsatisfactory placement of right insert. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Updated outcome of events from unknown to not recovered/ not resolved. Event onset dates, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / other injury(ies) or complication please describe: retained coil in abdomen"), device dislocation ("malposition of essure device location of device: right: proximal end 30 mm to uterine cornua ,failure to occlude (close) fallopian tube(s),"), embedded device ("migration of essure device location of device:abdomen (superior to the tube, most likely in the peritoneum) / essure was imbedded in the omentum on right"), fallopian tube perforation ("perforation (fallopian tube(s)) left"), abdominal pain ("abdominal pain, cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure (batch no. 796910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (ablation, surgical removal of coil(s), surgical removal of coil(s) - left- during tubal ligation,, surgical removal of coil(s) - right- during d&c/ablation/laparoscopy and surgical removal of the device). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, embedded device, fallopian tube perforation, abdominal pain, genital haemorrhage, abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2013 were (surgical removal of coil(s) left-during tubal ligation, surgical removal of coil(s) right during d and c/ablation/laparoscopy). Using the laparoscopic grasper or maryland forceps, the omentum was elevated away from the bowel and using a combination of laparoscopic scissors at a power setting of 30 watts and the kleppinger bipolar forceps, the essure was removed, encased in omentum. It was removed through the right lower quadrant port. The essure was removed in two pieces. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded), perforation (fallopian tube), malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: plaintiff fact sheet received. New reporter, patient demographic information, essure start stop date , indication, lot number added. Events device breakage, device dislocation, embedded device, fallopian tube perforation, genital hemorrhage, abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, abnormal bleeding (menorrhagia) were added. Lab data was added. On 5-feb-2019: medical records received, new reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain, cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of the device). Essure was removed in 2011. At the time of the report, the abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and abdominal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.